Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to blurry vision and surprise two diopter of astigmatism. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).